Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press, test strip insertion, or after recharging the device. The customer experienced dizziness and self-treated with orange juice and a thyroid pill. Of note, the customer fell during the medical event and experienced bruises. The customer went to the hospital where they received stitches for their wound however no diabetes related treatment was provided during this hospital visit. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is based on the customer's report of "jan2026". All pertinent information available to abbott diabetes care has been submitted.